Event description:
The manufacturer's representative reported the patient had experienced "flu-like" symptoms-aches, pains, vomiting-on 2 occasions. Both times the pump reservoir had run dry and the patient stated he never heard the pump alarm sound. A follow up report will be sent when additional information is recieved.